Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor recorded an event as atrial fibrillation. It was not in fact atrial fibrillation. The recording was due to t wave oversensing. The patient was stable, and will continue to be monitored.